Event description:
It was reported that during engineering evaluation it was discovered that the small battery drive device had sticky triggers. This event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned for evaluation. Reliability engineering evaluated the device. The reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as nov 12, 2001. If additional information should become available, a supplemental medwatch report will be submitted accordingly.